Manufacturer narrative:
G3. Date received by manufacturer: 04/18/2023.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. The site was revised with non-tmc hardware. Additional information indicates the patient was non-compliant with motion at the fusion site resulting in loosening of hardware. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause is patient non-compliance. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. The site was revised with non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.